Manufacturer narrative:
Investigation: a batch history analysis was performed, quality notifications and maintenance records were verified where no records related to failure were found. The sample provided by evaluation it was possible observe the incident. When the retention samples were evaluated, it was possible to verify the non-conformity. We evaluated the press and the mold and we found out a gap in the mold rack assembly (device used to extract the nozzle from the syringe). The problem was corrected by replacing the screw which was causing the clearance in the rack assembly according to maintenance order.

Event description:
It was reported that during use of the syringe plastipak 20ml ll s/su the syringe has a connective problem. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: the syringe has a connective problem.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the syringe plastipak 20ml ll s/su the syringe has a connective problem. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the syringe has a connective problem.